Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 21. On (B)(6) 2020, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.